Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that an undisclosed bd nexiva catheter leaked. The following information was provided by the initial reporter: nurse saw blood leakage through the catheter when the needle was safetied.